Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 703:00, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump with failure code 703:00 was confirmed in the pump's event history by a baxter personnel. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The pumphead module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.